Event description:
The pacing system was implanted on (B)(6) 2023. After the placement of the vent. Lead, a-lead (vega r45) was inserted in atrium and the measurement was performed using the psa300 before the screw was extended (at the first attempt). However, the measurement could not be performed due to noise. The pacing cable, psa300, was replaced, but the event did not change. The same psa300 and cable to measure the v-lead was used, which the physician did earlier, and there were no problems. Therefore, he decided that there was a problem with the atrial lead itself, and used the same new model, placed it in almost the same atrial placement site, and finished. Measurements were completed without any problems.

Event description:
The pacing system was implanted on (B)(6), 2023. After the placement of the vent. Lead, a-lead (vega r45) was inserted in atrium an the measurement was performed using the psa300 before the screw was extended (at the first attempt). However, the measurement could not be performed due to noise. The pacing cable, psa300, was replaced, but the event did not change. The same psa300 and cable to measure the v-lead was used, which the physician did earlier, and there were no problems. Therefore, he decided that there was a problem with the atrial lead itself, and used the same new model, placed it in almost the same atrial placement site, and finished. Measurements were completed without any problems.